Event description:
It was reported the actual residual volume was less than the expected residual volume. The pt stated the hcp was only able to withdraw "drops" of drug. Pt felt "symptomatic" on a wednesday but waited until friday to go to hcp and pump was refilled at that time. Pt stated she was actually due for a refill on the following monday. Pt indicated pump was alarming, but she did not hear it. Specific values for volumes were not provided. It was also reported an underdose occurred during normal refill cycle. It was noted this was the first occurrence. Location of the pt's symptoms was over the pump location. The pt was home and in "good" status. No diagnostic studies were performed. Pt stated she was currently working with hcp and that hcp informed her that they will adjust her next refill date and will watch her residual volume at her next refill. At the time of this report, no further details were reported. Additional info was requested and will be provided when it becomes available.

Manufacturer narrative:
(B)(4).